Event description:
It was reported that the patient experienced high atrial pacing due to timing settings in the pulse generator. Programming changes were made to resolve the issue and patient was discharged with no report of any symptoms.